Event description:
The hcp reported that the pump was explanted after 44 months and replaced with another device. Programming issues were encountered in 2005. The pump was explanted the 2nd day due to "battery depletion". Another drug delivery pump was implanted. The pt was receiving lioresal via the drug delivery system. No pt symptoms were reported.